Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available, despite good faith efforts.

Manufacturer narrative:
Supplemental submitted to include additional information that changed fields b5, h6.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available, despite good faith efforts. Additional information received that it was reported that the spinal cord stimulation (scs) system was explanted due to needing the ability to get an (magnetic resonance imaging) MRI access. The patient is doing great post operatively. The location of the device is currently unknown.